Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 02-apr-2029. H.6. Investigation summary: bd received one sample in support of this complaint from catalog 367841, lot number 3194729. The sample was visually inspected with no issues being identified. The tube was then draw tested with no issues being observed with the needle going into the stopper or exiting the stopper. Additionally, 100 retention samples were visually inspected with no issues being identified. 10 retention samples were subjected to draw testing with no issues being able to insert the needle into the stopper, all draw weights were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes stopper was difficult to pierce. There was no report of patient impact.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes stopper was difficult to pierce. There was no report of patient impact.

Manufacturer narrative:
Here were multiple medical device types: d2b: medical device type: jka e1: initial reporter phone #: (B)(6) e1: initial reporter facility name: the fourth affiliated hospital of (B)(6) there were multiple 510k numbers. G5. PMA / 510(k)#: k213670 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.